Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. Unit function properly during functional check including rewind and basic occlusion, occlusion, prime , the excessive no delivery, displacement, self test, a21 test and all operating current test were normal. Pump was received with minor scratched display window, cracked lcd window at bottom left side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. (B)(4).